Manufacturer narrative:
Device was evaluated by manufacturer and found to be performing to specification. It was determined the event was due to user error as the bed exit was not set correctly.

Event description:
It was reported that a very light patient (B)(6) was in bed with the head raised and three siderails up. Reportedly, staff tried to set the bed exit alarm, but it kept alarming every time they set it. The staff opted to not set the alarm for this reason and requested that the family members notify them when they were leaving, so that they could continue to monitor the patient. The family did not tell the staff when they left and the patient was not supervised. Reportedly, the patient exited the bed, fell, and broke her hip.